Manufacturer narrative:
Should additional information become available a supplemental record will be filed.   Prid (B)(4) created for malfunctioning brakes.

Event description:
Dealer states the upholstery sags .